Manufacturer narrative:
D2b

Event description:
It was reported that an occlusion alarm occurred. Customer successfully resumed insulin delivery prior to contacting support. Customers blood glucose was 138 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.